Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with size incorrect for patient may have been due to a potential measurement error. The reported issues with migration may have been due to a potential inadequate tubing connection. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced an issue in which the cuff did not seal properly. Additionally, the tubing was described as being too long and laying in an unexpected position over the pump. As a result, the device was explanted and replaced. No additional information was reported.